Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 55 mg/dl. Customer stated that low bg's are due to the pump basal rate needing to be adjusted, and due to lifestyle changes. Customer brought bg levels to target with range with juice, cake, or glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.